Event description:
New information indicated pacing lead impedance increased to out of range was observed in a follow up. Pacing capture threshold had increased as well. The lead was capped and replaced.

Event description:
It was reported an increase of the sensing threshold and lead impedance was observed. Provocative testing was performed and no noise or changes in readings was noted. The patient will be monitored.

Event description:
New information indicated during follow up, the pacing lead impedance continued to increase and sensing threshold remained stable. X-ray showed the lead appeared to have moved and the helix of lead may have retracted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.